Event description:
A technician reported that following lasik surgery, a couple of patients presented with "weird outcomes" in one eye only. The technician added that for these patients, the refraction showed about two diopters of cylinder; however, their topographies looked normal. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. No abnormalities that could have contributed to this event were found, per the device history evaluation. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. No root cause has been identified based on the current information received. (B)(4).